Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent an explantation of suburethral sling and cystoscopy with urethral calibration on (B)(6) 2012 due to voiding dysfunction with elevated residual urine volumes. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent partial hysterectomy due to sui, menometrorrhagia, dysmenorrheal and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, and bleeding. No additional information was provided.